Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during a visual inspection of the pump, no evidence of moisture ingress was found in the cartridge compartment; however, damage due to moisture was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no additional evidence of moisture ingress was found. Unrelated to the complaint, the battery compartment was observed to be cracked, and the bolus button cover was damaged. The button responded properly to user presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.